Event description:
It was reported that during a procedure, the device presented a "board time out" error. A smith and nephew backup device was not available. No patient injury or complications were reported.

Manufacturer narrative:
A visual inspection was performed on the product and no issues were observed. A functional evaluation was performed and unit failed for "rf board timeout" error during power up. Cause of error is an electronic component failure on the rf pcb. Unit passed high power test with a known good rf pcb installed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of the device history record was performed which confirmed no inconsistencies.